Event description:
After twice unsuccessfully attempting to cross lesion with stent and stent catheter, noticed stent missing from delivery system. Stent found under fluoro but was unable to be retrieved.